Event description:
A caller reported a high reading issue with the freestyle libre 2 sensor. The customer was sweating and disoriented, with a scan reading of 103 mg/dl against a built-in meter result of 39 mg/dl. The customer required treatment of sugar by husband for hypoglycemia. There was no report of death or permanent injury associated with this event. The caller provided comparisons of 207 mg/dl, 79 mg/dl, and 103 mg/dl scan reading against built-in meter results of 120 mg/dl, 47 mg/dl, and 39 mg/dl. The results when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a high reading issue with the freestyle libre 2 sensor. The customer was sweating and disoriented, with a scan reading of 103 mg/dl against a built-in meter result of 39 mg/dl. The customer required treatment of sugar by husband for hypoglycemia. There was no report of death or permanent injury associated with this event. The caller provided comparisons of 207 mg/dl, 79 mg/dl, and 103 mg/dl scan reading against built-in meter results of 120 mg/dl, 47 mg/dl, and 39 mg/dl. The results when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a high reading issue with the freestyle libre 2 sensor. The customer was sweating and disoriented, with a scan reading of 103 mg/dl against a built-in meter result of 39 mg/dl. The customer required treatment of sugar by husband for hypoglycemia. There was no report of death or permanent injury associated with this event. The caller provided comparisons of 207 mg/dl, 79 mg/dl, and 103 mg/dl scan reading against built-in meter results of 120 mg/dl, 47 mg/dl, and 39 mg/dl. The results when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant.